Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the lead. No further information is available at this time.

Manufacturer narrative:
(B)(4).

Event description:
New information indicated that the lead was reprogrammed to unipolar settings. The lead exhibited noise and low impedance in the new settings.